Manufacturer narrative:
8/17/1998- supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The product was used during a lap chole procedure. Reportedly, the instrument jammed. No pt injury has been reported.